Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in united states on 03-aug-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer started itching all over body and head. When she scratched it would leave marks all over then that disappeared within 15 min. Will also get welts, went to see dermatologist and was referred her to see allergist. Had patch test done in 2016 and it showed strong positive to nickel. She still has device. She will see a gynecologist to see if she can get it removed. The consumer received the following concomitant medication: (B)(4) (cetirizine hydrochloride), (B)(4) (epinephrine), lysine (lysine) and (B)(4). Follow-up information provided from consumer on 26-aug-2016 (upgraded to incident): she stated that she is scheduled for a partial hysterectomy to have essure coils removed on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and, approximately 6 years after insertion, she performed an allergy test and results were positive for nickel. She has a partial hysterectomy and essure removal scheduled. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Considering the suggestive temporal relationship and that the essure insert consists of a nickel-titanium alloy, the allergic reaction to nickel is assessed as related to essure. This case is regarded as incident since device removal will be required. Product technical analysis and further information from reporter are expected.

Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information was received on 26-sep-2016. No new clinical information was provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and, approximately 6 years after insertion, she performed an allergy test and results were positive for nickel. She has a partial hysterectomy and essure removal scheduled. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Considering the suggestive temporal relationship and that the essure insert consists of a nickel-titanium alloy, the allergic reaction to nickel is assessed as related to essure. This case is regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information from reporter is expected.